Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, one triclip was implanted successfully. During the deployment of second triclip, the clip got caught in chordae due to over straddling. Troubleshooting was performed and was unsuccessful. As a result, the clip was deployed on posterior chordae and septal leaflet. A third triclip was implanted to stabilize the second triclip. The tr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device, improper or incorrect procedure or method, or unintended movement of the dc shaft. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device and foreign body in patient appear to be cascading events of the improper or incorrect procedure or method. A cause for the reported unintended movement of the dc shaft (tcds "slipping and becoming dramatically overstraddled") could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user overstraddling the device. It was determined that this contributed to the reported adverse events; therefore, a letter will be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: medical device problem code: 3026.

Event description:
N/a.